Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of an express sd catheter with stent, mandrel, and balloon protector. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was a hypotube kink 26cm from the tip. There was stent damage. The stent was bent, flared, and overlapping. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 15mm in length, de novo target lesion was located in the severely tortuous, severely calcified, and 6mm in diameter renal artery. Following pre-dilatation, a 6.0mmx18mmx150cm express¿ vascular sd stent was advanced however resistance was encountered and the device failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.